Event description:
It was reported that the ilet pump displayed a persistent high glucose alert around 400 mg/dl while the patient was using a steel cannula set and dexcom g7; the caretaker noted the infusion set anchor had detached and was taped, then performed a supply change and replaced tubing and insulin, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included guidance to seek medical attention due to prolonged severe hyperglycemia without access to fingerstick or ketone testing, with subsequent resolution after infusion set and tubing intervention. Investigation included troubleshooting with the caretaker regarding infusion set integrity, tubing, and cartridge insulin replacement. Investigation of this case revealed a likely infusion site or tubing delivery issue consistent with an infusion set adhesion failure and possible occlusion or disconnection that resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related infusion set/tubing issues leading to interrupted insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.